Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
Remove tibial baseplate and insert. Convert to ts tibia.

Manufacturer narrative:
An event regarding unspecified revision to a more constrained knee system involving triathlon insert was reported. The event was not confirmed. DHR review determined that the lot was manufactured and packed to specification. Chr review confirmed that there have been no similar events for the lot. The exact cause of the revision surgery to a more constrained knee system could not be determined with the limited information provided. Further information such as, the reason for the revision to a more constrained knee system, product return, x-rays, operative notes and medical records are needed to complete the investigation to determine a root cause.

Event description:
Remove tibial baseplate and insert. Convert to ts tibia.